Event description:
It was reported the patient's device had flipped. Revision surgery had been scheduled for 2008. No symptoms or outcome was reported. A follow-up report will be submitted, if additional information becomes available.